Event description:
Initial result for a patient sodium was 127 mmol/l. When repeated, the result was 139 mmol/l. The incorrect result was not used to guide therapy. The field service representative found the sample transfer motor was malfunctioning and repaired the instrument by replacing the motor.